Manufacturer narrative:
Hill-rom technical support troubleshot with the account and determined the patient control module needed to be replaced. Per the hill-rom user manual, warning: the bed exit system is not intended as a substitute for good nursing practices. The bed exit system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account will replace the patient control module to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the bed exit and brake not set alarm was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).